Manufacturer narrative:
Manufacturer's report date: 02/21/2014. Internal file no: (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported back check valve failure. A blood infusion flowed into primary set. No pt harm or medical intervention occurred. No further patient/event info was reported.